Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis symfony optiblue iol, that has a similar device, tecnis symfony iol model zxr00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the lens was received at the manufacturing site in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zxr00v, 22.5 diopter was explanted from the right eye (od) as patient's vision was not corrected in that eye. The patient is experiencing strong cornea edema post-explant, the doctor will check the vision in the right eye again after the eye is stable. The vision after operation was reported to be 0.2. Reportedly, vision in the left eye (os) was good. The replacement lens is a monofocal lens. No additional information was provided.